Manufacturer narrative:
There is limited information for this complaint therefore, reportability is based on highest level of harm seen for failure mode. Devices are not expected to be returned for the manufacturer review/investigation because they were discarded by the facility. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that two screw driver attachment, solid, ao, hx-10, short taper, r3con, broke during a surgical procedure on (B)(6) 2020. The surgeon was putting in two distal locking screws in the anterior tt contoured plate when the tip of the driver broke off. This occurred as the surgeon was torquing down the locking screws. The second driver broke on the last screw. This is report 2 of 2 for the incident.